Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material and the cause of the foreign material remaining in the device from the provided information was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device exhibited foreign material in the air/water (a/w) nozzle. There was no patient involvement.